Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6) product type accessory product ID 97745 serial# (B)(6) product type programmer, patient h3: analysis of the controller found replaced damaged front case. Screw holes stripped causing case separation. Cleaned charger connector. Excellent recharge status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient met with a manufacturer representative (rep) and he found out the controller is not working since quite awhile. Pt did confirm that since (B)(6) 2024. The patient stated the controller does not power up at all. Patient stated he tried to test the controller with the li battery but it did not respond. The pt tried aa batteries but the controller does not respond. A replacement controller and battery pack were sent out. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6) ); product type: 0001-accessory brand name intellis; product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.